Event description:
A customer reported that the screen on their insulin pump was broken and unresponsive. There was no specific information available on any impact to the customer¿s blood glucose level. The customer was awaiting a replacement pump, and the original pump was to be returned for further examination.